Manufacturer narrative:
(B)(4). Only event year known: 2017. Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure the clips were not closing on the tissue. Procedure was completed with another device of the same product code. There were no patient consequences reported.